Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchofibervideoscope lens was always dirty and that they had to keep taking it off and on in order to see clearly. There were no reports of patient involvement.